Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads dislodged. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.